Event description:
It was reported this balloon ruptured on the second inflation, at fifteen atmospheres, during dilatation of an arteriovenous hemodialysis fistula graft on the venous anastomosis. Following removal through the introducer sheath, it was noted the balloon material detached from the catheter shaft and remained in the pt. No retrieval attempts of the detached balloon were made. The procedure was completed with this balloon catheter. The pt remains asymptomatic. This device has not been returned for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures to effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessiatate balloon manipulation through plaque or calcification. However, without evaluating the device co is unable to determine the cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath of vessel."